Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to contamination found on ECG b causing the belt to not pass an ECG fall off test. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.